Event description:
Since having breast implants, I have experienced severe pain, fatigue, difficulty breathing, inability to workout like before, brain fog and memory issues, significant inflammation, red eyes, anxiety and weight gain. FDA safety report ID# (B)(4).